Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered 8.5 units of insulin instead of 0.85 units of insulin. Subsequently, the customer was hospitalized with an elevated blood glucose level of 468 mg/dl to above 594 mg/dl. A healthcare provider determined the cause of the elevated blood glucose level to be a combination of an infection and pregnancy hormones. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.